Event description:
It was reported that during a thoracic procedure, the device would not staple; drivers are visible on one side, but not visible on the other. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/30/2009. Info anticipated, but unavailable at this time.